Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505032 ¿ liner ¿ unknown lot. Unknown cup ¿ unknown part and lot. Product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported that patient underwent a hip revision approximately 7 years post implantation due to pain, elevated metal ion levels, and collection of fluid in the joint. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- stem. Provided pictures of the stem show a foreign dark debris on the trunnion of the stem. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: nonspecific increased soft tissue density surrounding the right femoral neck. This could correspond to a joint effusion as indicated on the event/deficiency description, but this would be better evaluated with MRI or CT exam. Increased lateral inclination of the right acetabular cup can predispose to dislocation. However, hardware appears normally aligned without fracture or periprosthetic lucencies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.